Manufacturer narrative:
Concomitant medical products: product ID: 1884380em, lot #: 0222869690, UDI #: unknown, ubd: unknown. Product ID: 1884380em, lot #: 0222869690, UDI #: unknown, ubd: unknown. A medtronic representative visited the site to evaluate the equipment. No failures were found. No other products have been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a functional endoscopic sinus surgery. It was reported that when using the blade, the site was unable to navigate. The port led was green. They tried switching the ports with no resolution. Their other instruments such as the malleable suction were working with no issues. They tried plugging into the port of the malleable port with no resolution. They opened a new disposable and still it was not navigating nor appearing in the tracking view after being plugged in. They decided not to continue with navigating the blade. There was no reported delay to the procedure. There was no reported impact to the patient.